Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. The customer's reported problem was confirmed. During investigation, the device was powered up and displayed alarm ec 1660 which according to the investigation is an issue with processor on the circuit board. According to the investigation, circuit board cause the reported problem. Service replaced the pump circuit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "error 1660 constant alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.